Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, abdominal air leaked from the beginning. Another device was used to complete the procedure. There were no adverse consequences for the pt.